Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, washer uncut. Additional information was requested and the following was obtained: was a transfusion required? Yes. Has this any impact on the patient, the surgery or the healing process? Need to hospitalize the patient when the procedure was planned to be done in one day. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? What was the quality of the tissue? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Was the user trained? How often has this person used the device? Since there was bleeding: how much blood did the patient lost? ¿obligation to hospitalize the patient¿ please explain more detailed. What is the current status of the patient? Is there any other additional information you would like to share about this device, procedure, patient or physician? The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, upon removal of the probe after stapling, this one didn't cut the tissue. Withdrawal of the clip and manual intervention of the surgeon. Heavy bleeding. Obligation to hospitalize the patient (as provided in outpatient). New surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.